Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02570 / 02571).

Event description:
It was reported patient underwent shoulder arthroplasty (B)(6) 2013. Subsequently, patient underwent a revision procedure (B)(6) 2013 due to disassociation of the bearing. The bearing and tray were removed and replaced.